Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements that rose gradually until a value that was greater than 125 ohms. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements that rose gradually until a value that was greater than 125 ohms. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, a synchronized shock test was performed. The post-shock impedance measurement was 97 ohms. No additional adverse patient effects were reported. Currently, this lead remains in service.